Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The device was irritating an incision site from an unrelated surgery and causing the area to bruise and open up. Follow-up indicated that the patient used a cream prescribed by her surgeon an that the area improved.